Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014, to report a missing sensor wire on (B)(6) 2014. Upon removal of the sensor pod, patient's mother was unable to locate the sensor wire. The patient's mother did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).